Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields: h2, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was broken at the connector and the rest of the fiber body had no visual defects, and the distal tip appeared unused. Furthermore, the most probable cause for this failure was determined to be linked to procedural factors, such as mishandling of the device. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the laser had a fiber break. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.